Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number. A DHR (device history record) review is not required. Investigation summary: one hemostar d/l catheter, two adhesive dressings, two end caps, one tunneler, one introducer needle, one dilator, one duator, one guidewire, and one airguard valved introducer peel apart sheath were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for guidewire unable to advance through introducer/peel apart sheath, as the guidewire was not advanced through the introducer/peel apart sheath. The introducer and peel apart sheath returned with the sample did not appear to be used, as the introducer was inserted through the distal end of the sheath. However, the investigation is confirmed for guidewire unable to advance through the introducer needle, as the guidewire was pushed into the introducer needle but would not advance. Elongation in the outer coil wire was observed towards the distal end of the guidewire and there was a bend in the guidewire towards the distal end of the guidewire. No anomalies were noted regarding the introducer needle bevel. No recorded measurements were confirmed to be out of specification. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date:09/2020).

Event description:
It was reported that while inserting into the introducer sheath the guidewire allegedly became stuck. Reportedly, the guidewire was successfully retracted and another device was used to complete the procedure. There was no reported patient injury.